Manufacturer narrative:
Model number/catalog number: sc-9208-15e; serial number: (B)(4); batch/lot number: 20119092; model/catalog description: precision s8 trial adapter 15cm.

Event description:
A report was received that the patients lead had been broken.

Manufacturer narrative:
Additional information was received that patient had a competitors lead that was linked up using bsc s8 adapter. The impedances were very high resulting in poor coverage. The physician did not suspect device malfunction and this was unrelated to our device.

Event description:
A report was received that the patients lead had been broken.